Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain , severe and persistent") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test.". The patient's past medical history included endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2011. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographics were added. Product indication added. Event injury was updated to event pelvic pain. Event patient did not undergo essure confirmation test was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain , severe and persistent') in a 25-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test." The patient's medical history included endometriosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sexual problem, dysmenorrhea, endometriosis externa, genital bleeding, vasectomy, vaginal discharge, vaginal yeast, yeast infection, headache, migraine, cramp in lower abdomen, infection, heavy periods, menstrual cramps, mood altered, bloating, panic attack and anxiety. Family history included endometriosis. Concomitant products included amoxicillin, antibiotics, drospirenone;ethinylestradiol (yasmin), hydroxyzine, ibuprofen, metronidazole (flagyl 250) and sumatriptan succinate (imitrex df). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2011. The right tubal implant had 3-4 coils visible and the left tubal implant had 3 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain , severe and persistent') in a 25-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test." The patient's medical history included endometriosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sexual problem, dysmenorrhea, endometriosis externa, genital bleeding, vasectomy, vaginal discharge, vaginal yeast, yeast infection, headache, migraine, cramp in lower abdomen, infection, heavy periods, menstrual cramps, mood altered, bloating, panic attack and anxiety. Family history included endometriosis. Concomitant products included amoxicillin, antibiotics, drospirenone;ethinylestradiol (yasmin), hydroxyzine, ibuprofen, metronidazole (flagyl 250) and sumatriptan succinate (imitrex df). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2011. The right tubal implant had 3-4 coils visible and the left tubal implant had 3 coils visible. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received: essure lot number added. Reporter added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.